Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during and open lobectomy procedure, the device did not fire, the surgeon able to press the green button but unable to squeeze the handle. The surgeon then grabbed new handle and used new reload to resolve the issue in order to complete the case. There was no patient injury.